Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head comes off in mouth [device breakage], put new brush head on toothbrush, it won't click on so it comes off in mouth [device connection issue], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that when placing a new oral-b brushhead, version unknown on an oral-b power rechargeable toothbrush handle professional care 3756, the brush head would not click on and it would come off in his or her mouth. The reporter stated this had been going on for about 2 years. No symptoms developed. No further information was provided.